Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead in segments was returned for analysis. Analysis was performed and no anomalies were found. The lead was received in segments, helix testing not performed. (B)(4).

Event description:
It was reported that during the implant procedure, the lead helix would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.